Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a prostate procedure, two surgical fibers failed. The first fiber failed at 115,000 joules of use and approximately 17 minutes as a result of a fiber tip burn. The fiber was replaced and the procedure continued using a second surgical fiber. At 162,000 joules of use and 22 minutes, the fiber snapped outside of the scope where being held by the physician. The procedure was completed using a third surgical fiber. There was no injury to patient or staff reported. This report is for the second surgical fiber used.